Event description:
A long term iabp person was exercising on bike in transplant room. Iabp was not plugged in at time; estimates pump was unplugged for 1.5hrs. Charge rn was in room when iabp shut off with no warning. Iabp rep stated that machine can run off batteries for 3 hours - there are 2 batteries, and on the machine it showed that the first battery was depleted but the second battery was full. The monitor tech was alerted, tech reported that machine should have switched over the second battery (instead it just turned off). The machine was restarted two minutes after the battery issue was discovered. Machine replaced, service notified. No adverse effects noted. Manufacturer response for inter aortic balloon pump, maquet cardiosave (per site reporter). To have bio-med evaluate the issue and repair.

Event description:
A long term iabp person was exercising on bike in transplant room. Iabp was not plugged in at time; estimates pump was unplugged for 1.5hrs. Charge rn was in room when iabp shut off with no warning. Iabp rep stated that machine can run off batteries for 3 hours - there are 2 batteries, and on the machine it showed that the first battery was depleted but the second battery was full. The monitor tech was alerted, tech reported that machine should have switched over the second battery (instead it just turned off). The machine was restarted two minutes after the battery issue was discovered. Machine replaced, service notified. No adverse effects noted. Manufacturer response for inter aortic balloon pump, maquet cardiosave (per site reporter): to have bio-med evaluate the issue and repair.